Event description:
It was reported via repair work order that the head end lift was elevated and would not lower due to a stripped power coil with exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.